Manufacturer narrative:
The reported lead impedance issue was confirmed. Microscopic inspection of the returned lead identified a few broken wires in the lead body that corresponded to channel 1, 3, 5 and 6. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting changing impedances. Reportedly, the impedance reading changed depending on posture. As a result, the physician explanted and replaced the patient's lead. Surgical intervention resolved the issue.